Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was interrogated with a programmer, there were ¿???¿ in the pacing percentages. Another programmer was tried with the same results. It was determined that two power on resets (por) occurred over a year ago. It was noted that the pors were related to the observed ¿???¿ in the pacing percentages due to a corrupted memory. It was noted that in the month before the por, the patient underwent a positron emission tomography (pet) scan and a computerized tomography (CT) scan. The physician decided to follow up closely with remote monitoring. The device remains in use. No patient complications have been reported as a result of this event.